Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead amplitude had dropped from 6 millivolts (mv) to 2 mv. Impedance measurement was stable. Boston scientific technical services (ts) indicated this was possibly micro-dislodgement as it was odd that threshold was not affected. Ts recommended repositioning the lead. Additional information obtained from the field representative indicates that rv lead was successfully repositioned. No additional adverse patient effects were reported.